Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: the trocar broke while entering the patient. Nothing fell into the patient's cavity. There was no unanticipated tissue loss. The surgical time was not extended by more than 30 minutes, therefore, there were no adverse events reported. There was no user involvement. The product has been disposed of and will not be returned. There was an issue with the reporting system in salesforce.com which caused a delay in reporting this incident.